Event description:
The hospital reported they had a pt with a gi bleed on two occasions over a two day period, where they attempted to use quickclips. The hospital reported they keep deploying quickclips until they were successfully deployed to provide hemostatis and control bleeding. The procedures were completed without any injury to the pt.